Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: granuloma and rupture.

Event description:
Healthcare professional reported left side granulomas from material consistent with rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture : no observed. ¿ granuloma : unable to observe since it is a medical event and is not related to the device. Additional observations: ¿ deformation observed on the device. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported left side granulomas from material consistent with rupture. Device has been explanted.

Event description:
Healthcare professional reported left side granulomas from material consistent with rupture. Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 03/13/2024.

Event description:
Device has been explanted.